Manufacturer narrative:
There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure. A review of the device history record for the lot in question confirmed that all parts met manufacturing requirements prior to release.

Event description:
A case of superior vena cava (svc) perforation was reported in a procedure where the nykanen rf wire kit was used on a patient with hypoplastic left heart syndrome. The inadvertent perforation occurred when the physician was attempting to puncture the atrial septum to regulate the left atrial pressure. Surgical intervention was required to treat the perforation. The patient was reported to be in stable condition after the procedure. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.